Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30452524m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) per internal review on (B)(6) 2021, it was identified that the prolonged hospitalization code was mistakenly applied to the event. The patient was only hospitalized overnight for observation. The hospitalization did not exceed more than 1 night, therefore the prolonged hospitalization code does not apply. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4)

Manufacturer narrative:
On 4/22/2021, the product investigation was completed. It was reported that a male patient underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that during the ablation phase a pericardial effusion was noticed. The patient¿s blood pressure dropped as well as the cardiac tamponade was seen with the ¿tee probe¿. The pericardial effusion was confirmed by ice. A pericardiocentesis was performed and 1400 cc of fluid was removed. The patient was reported to be in stable condition. The patient required overnight stay to be monitored; the hospitalization did not exceed more than 1 night. The physician¿s opinion on the cause of this adverse event: procedure potential risks associated with ablation. Upon follow up the patient was noted to have fully recovered. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and a evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf (bidirectional) catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30452524m number, and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 4/14/2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that during the ablation phase a pericardial effusion was noticed. The patient¿s blood pressure dropped as well as the cardiac tamponade was seen with the ¿tee probe¿. The pericardial effusion was confirmed by ice. A pericardiocentesis was performed and 1400 cc of fluid was removed. The patient was reported to be in stable condition. The patient required overnight stay to be monitored. The physician¿s opinion on the cause of this adverse event: procedure potential risks associated with ablation. Upon follow up the patient was noted to have fully recovered. Transseptal puncture performed with a brk needle. All force visualization features were used in the case. Visitag module was used, the parameters for stability were (range; time; fot; tag size) 1.5 mm, 4s, tag size 2mm. No additional filters. Ablation flow settings ml/min flow rate, 15ml/min. Flow ramp rates were set. It was switching to high flow during ablation. There were no error messages on biosense webster equipment during the procedure. Since the event is life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.